Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that an e315 unsupported scope error occurred due to corrosion on the endoscope connector. Additional findings include the following: the bending angle in the up direction did not meet the standard value, the universal cord had a wrinkle, the universal cord was sticky, the suction cylinder was shaved, the control unit had discoloration, the scope connector cover unit was dirty due to water leakage, the scope connector was dirty due to water leakage, the adhesive on the bending section cover had a crack, the up / down knob was out of the standard value due to wear of the angle wire, and the scope identification was not displayed. The following had a scratch: plastic distal end cover, protector of the universal cord on the scope connector side, scope connector cover unit, flexibility adjustment ring, forceps elevator lever, forceps elevator knob, up / down / right / left knob, connecting tube, scope cover, universal cord, grip, control unit, scope connector, and the switch box. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite colonovideoscope had an e315 unsupported scope error occurrence. There were no reports of patient harm.